Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2202049eua, no irregularities were found. Tests retained from lot number 2202049eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the lot related to complaint. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative test result for covid on clinitest covid19 self test when compared with result from pcr test at doctor's office. There was no reported injury due to this event.

Manufacturer narrative:
More information requested from the customer to perform further investigation. Customer took pcr test at doctor's office. A couple of days later, the result come out as positive. Customer performed two siemens covid-19 tests on same day from same kit, result of both were negative. The cause of this event is unknown.